Event description:
A pt with stable angina type iii received a 3x18mm cypher stent to a restenotic mid rca as part of their enrollment in the study. The mid rca had also been treated with ptca two months and six months prior to receiving the cypher stent. Twenty-two weeks later, the pt experienced a restenosis and an mi, which was treated with ptca. The mid rca was 80% occluded, and had little or no calcification. The lesion was 5mm long. The site was predilated at 10atm for 30 seconds and at 12atm for 30 seconds (balloon size unknown); it was not postdilated. The pt's ongoing medications at screening were aspirin, beta-blockers and serum lipid-lowering medications. Intraprocedural medications were heparin 8000 units, aspirin, nitroglycerin 0.2mg, and a loading dose of plavix 300mg. They also received atropine for a vagal reaction. Postprocedure stenosis was 0%